Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 43 mg/dl last night, overtreated with carbohydrates and this morning had a bg of 340 mg/dl. The patient had nausea, abdominal pain/vomiting, and symptoms of dehydration. The patient went to the emergency room. Blood glucose was 500 mg/dl, with a headache, negative ketones. Patient was treated with insulin via pump and IV fluids. Conditions that may have contributed to this event included an abscess treated with antibiotics, a low white blood cell count for the last few months, and concomitant use of symlin. The health care provider had made setting adjustments due to these other health conditions/illness. Customer support (cs) review of the pump found that basal/temp basal settings were incorrectly programmed. There was no indication of pump malfunction. The patient remains on the pump. This complaint is being reported as the patient experienced hyperglycemia subsequent to the use error of incorrectly programming the basal rates.